Event description:
Reportedly, the problem with the subject programmer is that it currently has old elaview 1.32 ug2 software installed and cannot be directly upgraded to the current software version smarview 2.56 ug1.

Event description:
Reportedly, the problem with the subject programmer is that it currently has old elaview 1.32 ug2 software installed and cannot be directly upgraded to the current software version smarview 2.56 ug1.